Manufacturer narrative:
Inspected 7 opened/used sensor and found 3 of 7 sensor cannula retracted inside of the sensor. Unable to confirm customer received sensor damaged due to customer returning sensors opened/used. Found all cannulas bent and was unable to confirm if customer received in said conditions due to opened used/used sensors.

Event description:
It was reported that the sensor was missing piece of electrode cannula. Customer will return the product for analysis. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.